Event description:
During an in-clinic follow-up, loss of capture and high pacing impedance were observed on the left ventricular (lv) lead. The device was reprogrammed initially, however, at a later date, the physician elected perform a revision procedure to replace the lv lead. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in-clinic follow-up, loss of capture and high pacing impedance were observed on the left ventricular (lv) lead. The device was reprogrammed initially, however, at a later date, x-ray imaging was performed which revealed an lv lead dislodgement. The physician elected perform a revision procedure to explant and replace the lv lead. The patient was in stable condition.